Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the pump experienced errors for the optical sensor not detected. A second console was used and did not resolve the alarm. The medical team decided to replace the impella cp device with a new impella cp. There was no allegation of harm to the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The field rt logs from both consoles were reviewed and upon connecting the pump to a console, placement signal spiked to 3000 mmhg and never resolved. The returned pump was plugged into a console and a placement signal not reliable alarm triggered. An air gap in the optical line was identified in the red handle using the illumination tool. The cause of the optical placement signal alarm issue was most likely an air gap. This issue occurred directly out of the package during prep. This issue will be escalated to manufacturing. No additional corrective action is required at this time because occurrence and risk will continually be monitored for trends.

Event description:
Us complainant reported that the patient was placed on impella cp for hemodynamic support. It was reported that there was an optical sensor failure on the cp. The care team switched to back up controller and the same error was triggered. The procedure was aborted. The returned pump was plugged into a console and a placement signal not reliable alarm triggered. An open optical line was identified in the red handle.